Manufacturer narrative:
Retrospective review of the global complaint handling database revealed this MDR as duplicate to MDR 2025587-2018-02939 submitted on 2018.11.02. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: bhatia n et al. Emergent percutaneous closure of left ventricular free wall perforation during transcatheter aortic valve replacement. Jacc cardiovasc interv. 2018 aug 13;11(15):1534-1535. Doi: 10.1016/j.jcin.2018.05.031. Epub 2018 jul 18. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6) year-old female patient with severe aortic stenosis who underwent transcatheter aortic valve replacement with the subclavian approach because femoral and transapical access were unsuitable due to severe peripheral vascular disease and severe chronic obstructive pulmonary disease. A medtronic confida brecker curve guidewire (lot number not provided) was used for valve delivery and a 26 mm medtronic evolut pro bioprosthetic valve was implanted (serial number not provided). Immediately following valve deployment, the patient experienced severe hypotension. Transesophageal echocardiogram revealed a circumferential pericardial effusion. Left ventriculogram showed extravasation of contrast in the pericardium indicative of a perforation near the apex. Emergent pericardiocentesis was performed and a second ventriculogram exhibited a persistent perforation. Subsequently, a 10 mm x 7 mm non-medtronic occluder device was deployed at the left ventricle free wall perforation site. Immediately after occluder device deployment, the patient had cardiac standstill, and cardiopulmonary resuscitation was performed for 2 minutes, resulting in successful return of spontaneous circulation. Left ventriculogram demonstrated complete sealing of the apical perforation. A pericardial window was used to drain the residual pericardial clot with a large chest tube. The patient was discharged 18 days after the procedure. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Correction of aware date from 2019.01.22 to 2020.01.22. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received from the physician/author stated the confida guidewire possibly caused the observed adverse event. If information is provided in the future, a supplemental report will be issued.